Event description:
Event verbatim [preferred term] burned 3 blisters into my hip/ blisters were causing pain [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip) via an unspecified route of administration from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient actually used them for quite some times. Recently the patient used one and it burned 3 blisters into hip. The blisters were causing pain! The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Site sample status was not received. Follow-up (07apr2020): new information received from the product quality complaint group included investigational results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown.

Event description:
Event verbatim [preferred term] burned 3 blisters into my hip/ blisters were causing pain [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer. A patient of unspecified age ethnicity and gender started to receive thermacare heatwrap (thermacare lower back & hip) via an unspecified route of administration from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient actually used them for quite some times. Recently the patient used one and it burned 3 blisters into hip. The blisters were causing pain! The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.